Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum and the stopcock broke. The hospital has reported no patient injury occurred.